Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a loose/detached set screw.

Event description:
It was reported that during the implant procedure and after connection between the device and lead, the wrench was removed with some pressure and as the lead was reinserted and connected, the setcrew of the device unexpectedly disconnected. The device was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.